Manufacturer narrative:
Concomitant products: 6944-65 lead, implanted: (B)(6) 2005.

Event description:
It was reported that atrial artifact/noise was observed on stored events. It was further reported there was chronic low amplitude p waves noted. The atrial sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.